Event description:
It was reported that following an intexen mesh implantation the patient was admitted to the hospital for levator pain post operation. A CT scan was performed and ruled out hematoma. The patient hospital stay was 2-3 days. A revision surgery occurred, surgery details and date not provided. The patient has not been seen for 6 week visit so there are no further treatment plans at this time. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Device implanted (B)(6) 2014.